Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their aligners were not fitting and caused their back tooth to chip. They had to have a entire crown replaced and the aligners now do not fit at all. Requested additional information from the patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.